Event description:
It was reported that the patient complained of "jumping in their chest" related to the ventricular lead. The atrial lead was reported to have been "nicked" during an open heart surgery and that there has been intermittent non-capture of the atrial lead since the surgery. The ventricular lead was reprogrammed and remains in use. The atrial lead was explanted and replaced with a new lead. It was further reported that the patient has also experienced anxiety.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.